Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid test results. The customer stated test instructions states that if the control line is not visible, the test is invalid. So, they would like a refund because they can't use this test, they paid (B)(6) for (B)(4).